Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 due to low blood glucose. The customer stated that the paramedics were not able to measure her blood glucose at the time of the event. The customer was unaware of any significant events leading to the hospitalization. The customer was also unaware of the perceived cause of the low blood glucose. The customer stated that she did not believe that the issue was the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.